Event description:
After plugging in device to generator, the generator continued to display "incomplete cycle". A new handpiece was opened and used. The new handpiece worked as expected. Per hospital, the manufacturer provided a return goods authorization number and return packaging for product failure analysis.